Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead noise has been known for some time. The physician reprogrammed the device as a result of the noise. No patient symptoms were reported.